Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at scene. The blood glucose reading was 19 mg/dl when the paramedics arrived. Customer stated that he had just got out of physical therapy when the incident happened. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.